Manufacturer narrative:
The biomed reported signal loss on all transmitters connected to the org. Nihon kohden technical support remotly accessed the system and had the biomed restart one of the bedsides. After restarting the bedside, all devices started functioning normally. No patient harm was reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The biomed reported signal loss on all transmitters connected to the org.